Manufacturer narrative:
A review of the manufacturing paperwork is being conducted. Additional information along with images of the event were requested.

Event description:
On (B)(6) 2011, the pt was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. The trunk-ipsilateral leg component was successfully implanted. However, the computed tomography angiography (cta) revealed distal type I endoleaks on the left and the right sides which were fixed by a contralateral leg component and an iliac extender component. A cta revealed a proximal type I endoleak. The physician ballooned it using a gore tri-lobe balloon catheter, but the endoleak was not fixed. During the cta, the pt's blood pressure dropped to 50mmhg. Another cta showed that the aorta had ruptured just below the left renal artery. An equalizer 33mm occlusion balloon was delivered above the renal arteries to clamp the aorta, and two aortic extender components were implanted. After additional cta showed that the aorta was still ruptured, the physician decided to convert the pt to open surgical procedure. It was reported that it was not possible to completely repair the aorta because there was a longitudinal hole just below the left renal artery, and the aorta was non-elastic, making it difficult to suture a surgical prosthesis to the aorta. All devices were explanted. During the procedure, the pt died due to heart failure. The devices were sent to gore for analysis. Images were requested. Further information will be provided.